Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation/atrial flutter with rapid ventricular response (rvr). Programming changes were made. There were no adverse health consequences; the patient was stable.